Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device was not possible. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. The field service representative tested the aic and noted the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the broken purge flag is likely due to repeated force and wear and tear of the plastic component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge disc when inserted. It was reported the purge system was changed out and the error occurred again with the replacement purge system. This aic was replaced, the same purge system was successfully used with the replacement aic resulting in no issues. There was no patient harm reported.